Manufacturer narrative:
Correction to aware date and due date for initial regulatory repot. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient received a new implant on (B)(6) 2023 however it still wasn't working. The patient stated they had the therapy off for a bit as instructed by their health care provider (hcp) and they just saw dr. Perkin who told the patient to call the medtronic representative (rep) to "set this all up" again. Patient services reviewed the role of the rep with the patient and reviewed that the hcp could page a medtronic representative to come in to the office for an appointment to meet up with the patient however the patient stated they wanted to work with patient services first to get the implant turned back on. Patient services walked the patient and another caller who was present on the phone with them through connecting to their settings. The therapy was off and they turned the therapy back on and decreased the stimulation to .5 ma on program 4 where the patient stated the stimulation was comfortable and in their bike-seat region. The patient was going to monitor their symptoms now that a change had been made and stated they may call back to switch to a new program in the future if the therapy still didn't help their symptoms or reach out to their managing health care provider for further concerns about the therapy not working for the patient. Additional information was received from the patient. They reported that their device has not been working for them, and that they would like to switch programs as discussed in their previous call with mdt. Agent guided patient through switching programs. Patient was able to successfully switch programs and increase stimulation to a comfortable level. Patient inquired on what to do if the adjustment doesn't work for them, agent reviewed program and stimulation expectations. Patient will monitor symptoms and follow up with hcp if needed. Additional information was received from the patient. They reported that there was a device malfunction. They leak everyday - 1 to 2 pads. This was not caused by normal battery depletion. Patient called in for help on 2024-apr-02. Patient does not understand what a "program" is. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.